Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer broke off the corner of his insulin pump where the battery is located. Customer's blood glucose was 456 mg/dl at the time of the incident. Customer treated with a syringe and the pump. Customer's blood glucose came down to 120 mg/dl. Customer's mother did not have the pump serial number and stated that she will call back.